Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. The displacement test could not be performed due to the motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during prime fill. Customer declined to provice blood glucose. No further information reported.